Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Any kinks noted in the balloon catheter are indicated on the illustration. Visual examination revealed the entire extracorporeal tubign to be absent from the y-fitting. Underwater leak testing revealed no leaks in the returned portion of the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta (after a laboratory extracorporeal tubing was attached to teh y-fitting). The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned portion of the iab. Probable cause of difficulty: no leak was found in the returned portion of the device. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. Having the opportunity to have examined the entire balloon catheter may have provided some additional insight into the encountered difficulty.

Event description:
The balloon leaked during insertion. Event complications: unk - rptd 5/20/97. Pt's current status: unk - rptd 5/20/97.